Event description:
Revision surgery performed due to the femoral rotation which left the patient in valgus. The surgeon revised the femoral component and insert (1 year and 6 months after the primary), the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2000467: 97 items manufactured and released on (B)(6) 2020. Expiration date: (B)(6) 2025. No anomalies found related to the problem. To date, 96 items of the same lot have been sold without any similar reported event.